Event description:
On (B)(6) 2015 - the end user reported that he used the device was tearing his skin. No medical attention sought.

Manufacturer narrative:
The printed box labeling indicates that the product has a super strength adhesive and is not intended for use on delicate or sensitive skin.